Event description:
It was reported that there was no pacing output after the ventricular lead was connected to the pulse generator. The pulse generator was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the pulse generator exhibited loss of output in bipolar mode. Foreign material noted on the connector ring and inside the connector block groove may have contributed to the loss of output.